Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission after receiving appropriate atp for vt, which successfully broke the rhythm. There were two isolated episodes of undersensing during vt which delayed therapy for a few seconds. Programming changes will be discussed with physician. No further information available.